Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the procedure. It was reported to boston scientific corporation that the patient was diagnosed with cystocele and stress incontinence. On (B)(6) 2010, she was implanted with pinnacle pelvic floor repair kits and obtryx halo sling during cystocele repair with pinnacle mesh, suburethral sling and cystoscopy procedure. On (B)(6) 2016, the patient underwent resection of vaginal polypropylene mesh, mesh revision, cuff closure and cystoscopy procedure due to vaginal mesh erosion/extrusion and dyspareunia. During this procedure, an extrusion of 0.5x0.5cm area of polypropylene mesh in the right vaginal fornix was noted. Subsequently, a wide excision of the vaginal mesh was performed. The vaginal mesh was cut and removed. Reportedly, the patient tolerated the procedure quite well and was taken to the recovery room in stable and fine condition.